Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the complaint description, ''upon removal of 14f esheath plus it was noted that the distal tip of sheath was circumferentially torn.'' Per follow up with the fcs, the distal tip was torn, but still attached by a small segment. All of the sheath was accounted for when removed from the patient. The damage to the sheath was noticed when the sheath was removed from the femoral site. Per evaluation of the returned device, the distal tip was stretched and torn axially and radially (along the distal edge of the liner) and the tip did not open along the axial or radial score lines. All score lines were present on the tip. Additionally, scratches were observed on the sheath shaft near the tip. The failure mode is characteristic of sheath tip tear events as described in a previous product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced distal tip tear. Sheath shaft scratches can be indicative of calcification in the access vessel. Calcification can reduce the vessel diameter and may create a constrained condition. This can increase interaction between the access vessel, sheath, delivery system, and crimped valve, which can also contribute to the reported sheath tip tear. For example, the crimped valve can catch onto the tip during advancement and lead to a tip tear. However, insufficient information was provided regarding the patient's anatomy. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the reported sheath distal tip torn. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs) , during a tavr procedure, upon removal of 14f esheath plus it was noted that the distal tip of sheath was circumferentially torn. This had no effect on the patient outcome. The implanting physician felt the sheath should be sent in for evaluation. Per the fcs, the distal tip was torn, but still attached by a small segment. All of the sheath was accounted for when removed from the patient. The damage to the sheath was noticed when the sheath was removed from the femoral site.